Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device general system test failed. There is no patient involvement.